Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced infective therapy. Imaging revealed the right s1 lead had migrated and the left l3 was fractured. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein both the right s1 and left l3 were explanted, and the right s1 was replaced to address the issue.